Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported noise and sensing anomaly were confirmed in the laboratory. The cause was due to a fatigue fracture of the sensing coil close to the crimp sleeve.

Event description:
It was reported that although all measurements were within normal range, the patient received inappropriate shocks. Review of the stored egms revealed noise on the lead due to oversensing which triggered the vf detection and the hv therapy delivery. Undersensing was also noted due to the low r-waves and noise anomaly. The lead was explanted and replaced.